Manufacturer narrative:
The reported failure was confirmed through investigational analysis. Visual inspection revealed rust color under proximal ring 3 seal and electrode. The seal has separated from the electrode in several locations along the ring. Dried body fluid was found on the handle, main shaft and distal end. Dried saline was found on distal end and inside several irrigation ports. Continuity checks revealed no electrical opens or shorts and all electrodes, sensor and thermocouple resistances measured in spec and were typical. No abnormal resistance was felt when actuating the steering mechanism. X-ray found dried fluid debris inside the distal cavity between rings 1 and 2. It was concluded that fluid entered the distal end cavity through the proximal ring 3 seal and electrode. The fluid found inside the distal end can cause electric failures, including temperature.

Event description:
Reportable based on device analysis completed on january 08 2020. It was reported that high temperature was displayed. During an right atrial flutter ablation procedure an intellanav mifi open-irrigated ablation catheter, high temperature message displayed and the temperature remained at 60 degrees celsius while the catheter was outside of the patient's body. A cable was exchanged but the issue persisted. The procedure was completed by replacing the catheter. No patient complications were reported and the patient's current condition is fine. However, device analysis revealed that fluid entered the distal end cavity through the proximal ring 3 seal and electrode.